Event description:
It was reported that during a laparoscopic cholecystectomy, the 5dcs was used to transect cystic duct and cystic artery but the freshly opened curved scissor did not cut the ligated vessels, so another scissor was used to complete the step. As per surgeon and or staff extra blood loss was around 10ml. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did scissors not cut tissue? No, it did not cut the tissue. Was there 10ml of bleeding because scissors would not cauterize tissue? Yes. Was there any patient consequence? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that the 5dcs instrument was returned nonfunctional. The instrument was tested and did not cut properly. The blades were examined and were found to loose point of contact. It was concluded that low bias force caused the blades to loose point of contact. The instrument was continuity tested and it failed, intermittent continuity was noted; thus affecting the cauterization feature of the instrument. It could not be determined what may have caused the found condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.